Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: "no patient harm IV pump that is having an issue. Staff states the "the pump is giving a tubing set issue error. The rn attempted to fix and use machines prompts, without success." A preliminary review of the logs identified the following issue: sensor hardware failure. (Dsps sensor) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a potential dsps sensor issue / fva issue. Upon return, the device started up with no alarms. Performed a mock infusion with no issue. The fva pins and channels are clean and free of debris. The device passed set ID admin test and dsps calibration test. Investigation found the fva motor has drag causing an issue with the fva output pin and dsps. The fva motor will be removed and replaced during the repair process before being sent to the test line for full functional testing.